Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited under-sensing. No programming changes were performed. The patient was in stable condition.